Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Provocative testing was performed and the lead noise reproduced. Rv lead damage was alleged but was not confirmed. The rv was replaced to resolve event. The patient was stable.

Event description:
Additional information was received that the right ventricular (rv) was capped and replaced to resolve event.